Event description:
During removal the proximal 2 screws cold-welded to the plate. The first screw stripped, the head of the screw broke off, the shaft was retrieved. They had to bend the plate. The second screw stripped but was removed. This caused a surgical delay of one hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.